Event description:
Customer states the pacer is not functioning in the device. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.